Event description:
The pt was operated with varix dr plate on (B)(6) of 2010. After the operation, the surgeon found that the locking screw was backed out on x rays on (B)(6) of 2010. At present, there is no symptom with the pt.

Manufacturer narrative:
Device not explanted, thus not available for analysis. Internal investigation in process.